Event description:
Allegedly revised due to broken component.

Manufacturer narrative:
Investigation is not complete. The event device code is addressed in the package insert. A medwatch 3500a was received from user facility and is attached. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00048, 00049, 00050.